Manufacturer narrative:
Concomitant products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3389s-40, lot#: va1jsts, implanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot#: va1pzt9, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 29-sep-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 04-aug-2021, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-jun-2020, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brushing his hair yesterday and he felt exposed wires near the lead extension connection. Unknown reason as to why this occurred. The patient's head was shaved to confirm the leads were exposed/infection. The entire dbs system will be explanted (B)(6) 2022. The issue was resolved at this time.